Manufacturer narrative:
Physio-control has been unable to contact customer since receiving initial information. Physio will continue attempts to contact the customer. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient's chest, described as hairy, with disposable defibrillation/ECG electrodes. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the patient's rhythm. The reporter stated the emt's used a second set of defib pads with the same result. Patient's outcome is unknown.